Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the photographs confirmed a blood leak at the interference fit between the bowl connector and bowl outlet. The photo analysis also showed the connector is pressed to full engagement. The photo does not indicate any damage that would allow a leak path. Review of the photographs was unable to determine a definitive root cause for the blood leak. No manufacturing defects were identified. This lot passed all release testing. The review of the DHR for the complaint lot indicated one nonconformance for the mating part and (B)(4) was written for bowl connector lot 714613 but was determined to have no effect on the fit, form or function of the connector. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot c736 was performed. There were no nonconformances related to the complaint. This lot met release requirements. A review of uvadex lot ad1275 was performed. There were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trends were identified. No corrective and preventive action was initiated for complaint category, tubing leak. Analysis of the photographs is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.

Event description:
The contact from distributor emailed that a customer reported blood leakage at the bowl head during treatment. The blood leak was located at the rotation seal of the bowl, at the connection of the centrifuge bowl outlet with the green strip and the rotation seal. There were no alarms reported. No observation of clots reported. The patient was in stable condition. Blood leakage occurred at the beginning of the treatment. The treatment was aborted and a small amount of blood was returned to the patient: the customer returned photos for investigation.